Event description:
During surgical procedure (ureteroscopy) a stone basket, which was inserted into the ureter, broke at the connection of the basket and shaft, and the basket was retained in the ureter when the shaft was removed. The basket was pushed into the kidney with a stent and add'l surgery at a later date, was required to remove the basket.